Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was assumed that the user applied a strong force to the output connector with the scope connected, which caused the detection bar in the output socket to fail. We speculate that the failure of the detection bar caused a light guide error, resulting in the symptom of the front panel blinking.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the front panel was blinked. There was no report of patient injury associated with the event. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon was duplicated, it is a phenomenon due to fatigue of the detection bar of the one-touch connector, and there was no abnormality on the exterior. There was no report of patient injury associated with the event.